Manufacturer narrative:
Technical evaluation was completed for the subject device upon it's return 7/2/2018. There were no noted nonconformances with the subject device. Additionally, the DHR was reviewed, and the subject device was inspected, accepted and released for initial use. Engineering reviewed the films and subject device from the initial surgery and gave a technical review, noting the patients medical history as the biggest risk factor for non-union. The potential that the implants used were incorrectly sized for the disc space they were implanted in was also noted as a factor which could increase the chance for non-union. Titan spine's cmo reviewed the films to verify the surgical technique and device implant. Cmo believes the implants were properly inserted. The patient's medical history of heavy smoking, poor diet, and poor bone quality make them a higher risk patient for non-union in this type of surgery. It is unlikely the subject device is related to the adverse event of non-union. This record is related to the following MDR: 3006340236-2018-24, 3006340236-2018-25. Three total implants (one on each MDR) were explanted from the same patient for reported non-fusion.

Event description:
It was reported that six months post-op, the patient had no fusion. The initial procedure was completed with 3 endoskeleton to implants, and was completed successfully with no reported patient injury. The revision surgery took place on (B)(6) 2018.